Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation was unilateral on left side with small submucosal effraction on left side") in a female patient who had essure (batch no. B85140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("diffuse pain"), abdominal distension ("bloating/ swelling"), visual impairment ("vision disorders"), neck pain ("neck pain"), migraine ("migraines"), alopecia ("loss of hair") and asthenia ("asthenia"). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pain, abdominal distension, visual impairment, neck pain, migraine, alopecia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, asthenia, fallopian tube perforation, migraine, neck pain, pain and visual impairment with essure. The reporter commented: according to the physician, the essure insertion and ostia visualization were easy. At removal, it was observed that the position of right essure insert was correct. Diagnostic results: on (B)(6) 2018, left fallopian tube: small submucosal lesion, integrity of right fallopian tube. The diagnosis of incorrect position of essure inserts was made on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-jun-2018. The most recent information was received on 16-jul-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation was unilateral on left side with small submucosal effraction on left side") in a female patient who had essure (batch no. B85140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("diffuse pain"), abdominal distension ("bloating/ swelling"), visual impairment ("vision disorders"), neck pain ("neck pain"), migraine ("migraines"), alopecia ("loss of hair") and asthenia ("asthenia"). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pain, abdominal distension, visual impairment, neck pain, migraine, alopecia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, asthenia, fallopian tube perforation, migraine, neck pain, pain and visual impairment with essure. The reporter commented: according to the physician, the essure insertion and ostia visualization were easy. At removal, it was observed that the position of right essure insert was correct. Diagnostic results: on (B)(6) 2018, left fallopian tube: small submucosal lesion, integrity of right fallopian tube. The diagnosis of incorrect position of essure inserts was made on (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): fallopian tube perforation: 1628 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 16-jul-2018: questionnaire of uterine perforation with essure received. According to the physician, the essure insertion and ostia visualization were easy. The diagnosis of incorrect position of essure inserts was made on (B)(6) 2018. Perforation was unilateral on left side with small submucosal effraction on left side. Bilateral salpingectomy was performed via laparoscopy for essure removal (B)(6) 2018. It was observed that the position of right essure insert was correct. Patient¿s symptoms confirmed as vision disorders, neck pain, migraines, bloating, diffuse pain, hair loss and asthenia. No further information was expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("left fallopian tube: small submucosal injury") in a female patient who had essure (batch no. B85140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("diffuse pain"), abdominal distension ("bloating"), visual impairment ("vision disorders"), neck pain ("neck pain"), migraine ("migraine"), alopecia ("loss of hair") and asthenia ("asthenia"). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pain, abdominal distension, visual impairment, neck pain, migraine, alopecia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, asthenia, fallopian tube perforation, migraine, neck pain, pain and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): fallopian tube perforation: 1475 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1809744) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("perforation was unilateral on left side with small submucosal effraction on left side") in a female patient who had essure (batch no. B85140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("diffuse pain"), abdominal distension ("bloating/ swelling"), visual impairment ("vision disorders"), neck pain ("neck pain"), migraine ("migraines"), alopecia ("loss of hair") and asthenia ("asthenia"). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pain, abdominal distension, visual impairment, neck pain, migraine, alopecia and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, asthenia, fallopian tube perforation, migraine, neck pain, pain and visual impairment with essure. The reporter commented: according to the physician, the essure insertion and ostia visualization were easy. At removal, it was observed that the position of right essure insert was correct. Diagnostic results: on (B)(6) 2018, left fallopian tube: small submucosal lesion, integrity of right fallopian tube. The diagnosis of incorrect position of essure inserts was made on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.